Event description:
It was reported, the helix was unable to extend on the right ventricular (rv) lead. It is unknown if this was prior to the procedure or after attempting to implant the rv lead. A new rv lead was used to complete the procedure. The patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue.